Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead perforated a few days post implant. The patient was taken into emergency surgery where the lead was pulled back and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.